Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to event date. Clinical review noted; according to the picture of the treatment report the flap cut appears incomplete due to movement of the eye during procedure. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows that the user performed one energy check at system startup and then performed multiple treatments without further energy check on that day. The treatment could be identified in logfile. No relevant deviation between planned and performed energy is detectable. The user operated surgery within the recommended settings. No technical root cause could be identified. Flap cut appears incomplete due to movement of the eye during procedure. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the cut was not completely performed on the left eye during lasik flap creation, likely due to bad docking nasally. The side cut was completed with a manual dissector. Additional information is requested.